Event description:
The customer reported that the screen was not calibrating and the image on the left monitor had no definition and the images were unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 1000 connections were repaired during the service call. The system was tested and found to be working as intended and put back into service.